Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unknown. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and this issue is occurring at a very low level and does not present a risk for the patient. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. (B)(4).

Event description:
A nurse reported that the irrigation tubing was bent which caused poor irrigation and thus sagging and movements of the anterior chamber during the procedure. A system message displayed advising of infusion pressure drop. The pressure was manually raised and the height of the stem was increased. The procedure was completed and there was no impact on the patient.